Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this 29 mm transcatheter bioprosthetic valve in perfect anatomical position across a severely calcified aortic annulus, despite two balloon aortic valvuloplasties (bav) moderate paravalvular leak (pvl) was present. Transesophageal echocardiogram (tee) revealed a gap between the valve frame and the calcium causing the pvl. A 26mm non-medtronic transcatheter valve was implanted valve in valve. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was most likely due to calcification levels as the transesophageal echocardiogram (tee) revealed a gap between the valve frame and the calcium causing the pvl. It should also be noted that the second valve implanted was smaller in size. A 26mm non-medtronic transcatheter valve was implanted valve in valve. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
Additional information received, updated the patient weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.